Manufacturer narrative:
Based on the current information provided, the cause of the conversion was due to the bipolar feature not working on the integrated electrosurgical generator unit (iesu). An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has received the iesu and failure analysis testing has been completed. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The cause of the reported failure was found to be a component failure. The unit will be returned to the manufacturer for repair. No image or video clips for the reported event were submitted by the customer for review. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A review of logs confirms the occurrence of a small bowel resection procedure on the reported event date matching the documented event details and confirming the procedure date of (B)(6) 2022 on system (B)(4). This event is being reported due to the following conclusion: during a da vinci-assisted small bowel resection surgical procedure, the monopolar was working, but the bipolar was not (no heat or energy was produced). As a result, the surgeon converted the case to open surgery. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, a customer contacted intuitive surgical, inc. (Isi) technical support and stated the monopolar was working, and the bipolar instrument port was not. Site had already changed out the instruments and tried a vessel sealer instrument. The site did not hear any audible tones when pressing pedals, while connecting vessel sealer (extend) instrument into bipolar port. The isi technical support engineer (tse) had site restart the integrated electrosurgical generator unit (iesu), yet did not see a change. Next, the tse had guided surgical team to perform a hard restart/reboot of the system and was now getting audible tones, yet still did not have energy for connected bipolar instrument. Tse advised site to try vse for bipolar energy and site stated surgeon had opted to convert to open surgery. No further troubleshooting was performed. The clinical sales associate (csa) called from off-site to check on the status of this complaint. The csa stated that the customer informed him that the vessel sealer instrument was also not working along with the bipolar and they received no audible tones or energy when trying to fire bipolar energy. The csa stated that the customer power cycled the iesu and then they started to get the audible tones, but no heat or energy was produced. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.